Event description:
Procedure: urogynecological. According to the reporter: the patient alleged injury.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Alleged outcomes attributed to device - pain, urinary problems , recurrence and dyspareunia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
As per additional information received the patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Reason for mesh implantation: uterine prolapse, severe dysmenorrhea, pelvic pain and urinary stress incontinence procedures performed: transvaginal hysterectomy and transobturator vaginal tape procedure plus cystoscopy complications post uretex to2 implantations: per pfs ¿outcome attributed to device ¿ pain, urinary problems, recurrence and dyspareunia¿ (medical records are unavailable for review to substantiate the same). Complications post uretex to2 implantations: in 2007: still had the urgency to go. Prescribed detrol la 4 mg in 2009: had bleeding and troubles in emptying bladder. On exam bleeding from the rectum. In 2009: had urinary leakage when resting. Recommended to see dr. (B)(6) for evaluation and possible treatment. In 2011: had severe pain that had worsened over the last 24 hours. On exam some lower suprapubic abdominal tenderness, bladder feels full and it was very tender to palpation. Recommended for urological evaluation in 2013: had lower pelvic pain, dyspareunia, incomplete bladder emptying. Planned for laparoscopy and see if she had adhesions from surgery that might be causing her pain. Urinalysis showed trace amount of blood.